Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patients (babies) dropped from pyxis devices while remaining visible on the es server. A technical support specialist (tss) identified that patient details were not visible on the station due to the admission inactivity days setting and will remove patients after exceeding the configured inactivity period. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported some babies are dropping out of the device, however corporate is able to view the patients on the es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.